Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Patient was under 2 years old, which is off-label usage of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.